Manufacturer narrative:
A ge service representative performed an onsite investigation. The connections on control panel processor were evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system was unable to perform fluoroscopy. This issue will cause the system to be unusable due to the inability to see the live image. No patient death or serious injury was reported related to this event.